Manufacturer narrative:
A ge representative evaluated the system, and was unable to reproduce the reported problem. System operates as intended.

Event description:
It was reported that the system displayed a "communications error" and required a reboot. No patient injury was reported.